Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and detailed all instrument functions specific to (B)(4) assay protocol which include the sampler, ancillary probe, reagent probe 3 and aspirate/dispense probes at wash manifold. The cse replaced the reagent probe and pinch valve silicon tubing. The cse ran quality controls (qc), which were within range. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result, above the cutoff for mandatory confirmation testing, was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, all resulting (B)(6). The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result on one patient sample.